Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse observed that the syringe was loose and was creating bubbles in the lines. The fse tightened the syringe which repaired the issue. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported ca control is failing on multiple parameters on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.